Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, a manufacture representative, and a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was in overdischarge due to the patient not charging it because they started to feel better. The patient's pain returned and they wanted to get it working again. The patient was unable to communicate with and charge their ins and was seeing a reposition antenna screen on the ins recharger. The patient did not know when they last had stimulation. The ins was to be replaced. No further complications were reported.